Manufacturer narrative:
(B)(4). S/w 4.11d, retainer ring = clear. The customer passed away on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded/stained serial number label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 08/02/2021 to 12/30/2021. The pump passed the functional testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer passed away. No further information was given due to data protection. The caller returned the insulin pump for analysis. The case is reported only for the f.a results.